Event description:
"Following a ptca/stent placement, the patient developed a cardiac tamponade and was taken emergently to surgery. There was 400cc of blood in the pericardial sac and active bleeding from the inferior wall of the right ventricle. The obtuse marginal branch of the left circumflex which showed angiographic evidence of extravasation was no longer bleeding. Patient was taken to sicu after the surgery where patient died.

Event description:
The pt was seceduled for the cardiac catheterization. The 90% stenosed lesion was located in the mildly calcified, non tortuous posterior descending arery from the circumflex artery. The lesion was predilated with a 1.5mm balloon inflated to 8-10 atm's for 30 seconds. The stent balloon was inflated to a "rated nominal" pressure. The stent was well positioned and approximated. The pt received lovenox and bivalrudin during the procedure. Post procedure, they reported the pt received transfusions. A vessel rupture occurred at some point during the procedure. Within 15 minutes after the procedure, the pt developed a tamponade. The pt was asymptomatic. The pt was sent to surgery for the tamponade. After surgery, the pt's rhythm was mostly atrial fibrillation, which was a change from the previous sinus rhythm. The pt died the following day.